Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the sleeve was detached. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of sleeve detached was confirmed. It is possible that the excess of force applied to remove the wire probably caused the detachment of the sleeve. It is most likely that as part of the device manipulation during the procedure, an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the sleeve detached. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure in the ureter or bladder performed on (B)(6) 2023. During the procedure, when the guide wire was pulled out from the patient, the blue covering was broken. The broken piece of the guidewire was successfully retrieved, and an x-ray was completed at the end to ensure nothing was in the patient. The procedure was successfully completed with the original sensor wire device. There were no patient complications reported as a result of this event. Additional information received that the broken piece of wire was successfully removed using graspers.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure in the ureter or bladder performed on (B)(6) 2023. During the procedure, when the guide wire was pulled out from the patient, the blue covering was broken. The broken piece of the guidewire was successfully retrieved, and an x-ray was completed at the end to ensure nothing was in the patient. The procedure was successfully completed with the original sensor wire device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h11: updated b5: additional information received on november 3, 2023.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure in the ureter or bladder performed on (B)(6) 2023. During the procedure, when the guide wire was pulled out from the patient, the blue covering was broken. The broken piece of the guidewire was successfully retrieved, and an x-ray was completed at the end to ensure nothing was in the patient. The procedure was successfully completed with the original sensor wire device. There were no patient complications reported as a result of this event. Additional information received that the broken piece of wire was successfully removed using graspers.